Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, it was informed that he did not have information about lot number of the product.

Event description:
(B)(4) ¿ the dentist reported that 1 year and 2 months after the dental implant was installed in intraoral region 19#, its loss of osseointegration was observed. Moreover, the patient presented bone type ii and occlusal overload has occurred.